Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital due to syncope. It was noted that the patient presented as-vs and was noted to only pace 1 percent of the time. Further review noted threshold measurements were stable, however, the markers did not line up with the surface electrogram (egm). A chest x-ray was performed and noted no lead anomalies. The syncope was determined to be related to the patient's condition. It was then reported that the rv lead previously exhibited noise and oversensing approximately one week post implant. A lead perforation was discovered. An invasive procedure was performed and the lead was successfully repositioned. The physician felt that the patient's condition was a factor in the perforation. This product remains implanted and in service. No additional adverse patient effects were reported.